Manufacturer narrative:
Since the subject device was discarded by the user, the device was not returned to olympus medical systems corp. (Omsc), therefore omsc could not evaluate the referenced device. The manufacturing history was reviewed, with no irregularities noted. The exact cause of this issue can't be conclusively determined. But based on the similar cases, there was a possibility that the ptfe pad was separated since the user continued activating output without contacting tissue (including after the tissue already cut). The instruction manual of the subject device already states. Warnings: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the ptfe pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. This report is being submitted as a medical device report in an abundance of caution.

Event description:
The subject device was used during a left adrenalectomy. The ptfe pad of the device was peeled. It was reported that the procedure was completed. There was no patient harm reported. There was no report about changing device.